Manufacturer narrative:
Device evaluation summary: one medfusion 4000 pump was returned for analysis. Visual inspection of the pump found the pump in good condition. There was no appearance of any physical damage. Review of device history log found base not responding" in the history. During testing the pump was powered up. The customer stated issue could not be duplicated. Base not responding is an advisory alarm caused by user powering the pump off within 5 second after powering the pump on.

Event description:
Information received indicating that the medfusion 4000 pump gave base not responding error. The reported event did not occur while in use the patient.